Event description:
Rptr alleged obtaining a pt blood glucose result of 30 mg/dl on the inform system and the pt was then treated with an IV containing 25 grams of dextrose. Rptr stated blood was drawn from the pt at the same time of the system test for a lab measurement however, the pt was treated before the lab test was actually performed. Rptr indicated the lab result measured 338 mg/dl; however the exact timeframe between the lab and the original test is not known. It was stated the pt was treated after the lab result was obtained however, the contents and amount was not provided. Rptr stated the 30 mg/dl value was not able to be located in the system memory. Quality control testing was performed on the system and both levels were within acceptable ranges. A request was made for the return of the suspect device and replacement product was sent.